Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non dehp microbore catheter extension set separated at the connection between the cap and the tubing, resulting in the IV catheter being left open to air, and subsequent blood leak from a neonatal patient. The event was identified in the nicu during an infusion after approximately 24 hours of use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the all bore two-piece luer lock was separated from the high-pressure tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.